Event description:
It was reported that biomed on the floor with arctic sun device currently in use that was alarming error 80 (non-recoverable system error). Tried powering device off a couple of times and error message kept returning. Advised they would need to swap out to an alternate device to continue therapy and biomed should take this one to shop for evaluation.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error but which is still within the allowable water temperature range. However, there was insufficient information to confirm this potential root cause. Tried powering device off a couple of times and error message kept returning. Advised they would need to swap out to an alternate device to continue therapy and biomed should take this one to shop for evaluation. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed on the floor with arctic sun device currently in use that was alarming error 80 (non-recoverable system error). Tried powering device off a couple of times and error message kept returning. Advised they would need to swap out to an alternate device to continue therapy and biomed should take this one to shop for evaluation.